Manufacturer narrative:
Sc-1232, sn (B)(6): the returned ipg was analyzed and despite multiple attempts, the ipg failed to charge. Additionally, communication could not be established when a known good remote control (rc) and clinical programmer (cp) were used. Consequently, the data logs could not be retrieved, and the functional test could not be performed due to the ipg not communicating. Internal electrical measurements indicated an excessive sleep current of 44.12ma (mili amps) and a low impedance of 583.4 ohms on the vh (high voltage) node. These measurements confirmed that the application-specific integrated circuit (asic) chip is damaged. With all the available information, boston scientific concludes the patient was having difficulty charging their ipg. However, this could not be confirmed as the data logs could not be retrieved and the functional test could not be performed due to the damage to the asic chip, which prevented the ipg from communicating.

Event description:
It was reported that the patient was experiencing difficulty charging the implant. The patient underwent ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.